Manufacturer narrative:
(B)(4). Results: (endoleak). Results, conclusion: (cuff may have contributed to the type 3 endoleak).

Event description:
An aneurx abdominal stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 8 yrs ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the pt returned for a routine follow-up, and a type 3 endoleak (fabric tear) was noted in the middle of the contralateral/left limb close to the proximal edge of an extension cuff on that side. It is suspected that the cuff may have contributed to the fabric tear. The contralateral limb was relined with an iliac limb to resolve the type 3 endoleak. Additionally, there was a suspected but unconfirmed stent fracture in the ipsilateral limb of the main body (see MFR # 2953200-2010-01803). No intervention was performed. No additional clinical sequelae were reported, and the pt is fine.